Event description:
In 2008, the pt's mother reported that the pt experienced an e6 (mechanical error) on his infusion device. The pt stated that he attempted to clear the error by performing the change cartridge procedure. He stated that the piston rod retracted but when he pressed the up or down buttons to adjust the piston rod the infusion device made a grinding noise. He stated that he is unsure if insulin has ever been spilled into the cartridge compartment. He stated that the infusion device has not been dropped. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.